Event description:
It was reported that the power output of the autopulse battery was less than 1300 watts. Thirteen hundred is the minimum level. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and evaluated. No adverse event reported.